Event description:
Same patient as MDR ID: 2184052-2014-00014, 2184052-2014-00015. It was reported that post-operative closure top loosening occurred. At the time of the index surgery, the patient underwent surgical treatment using sequoia instrumentation along with peek interbody and biologic at l4-l5 due to grade 1 spondylolisthesis. On an unspecified day following surgery, the patient heard something in her back while bending over. Films revealed a closure top at the l4 level had come out of the screw head. On the opposite side, the rod had come out of the l5 screw. The closure stop was still in contact with the screw head at this level. Patient was not yet fused. Revision surgery took place on (B)(6) 2014. The surgeon replaced only the rods and closure tops. The original screws were left in place. Films later revealed the left l5 screw head had disassociated from the shaft. The patient underwent revision surgery 18 days post-operatively. The entire construct was removed and replaced without incident.

Manufacturer narrative:
Age at time of event: 60s. Weight: large build. Add'l relevant info will be provided when the device evaluation is completed.